Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: patient was revised to address a periprosthetic femoral fracture. Update 5/17/2016- disc 328 pfs and medical records received. Pfs and medical records were reviewed for MDR reportability. Pfs reported extreme pain, disfigurement from resultant surgeries, and permanent damage to my hip area due to the device and required interventional care, partial or complete loss of mobility, loss of range of motion, and mental anguish. Revision surgical report noted 700ml blood loss without description or cause, large amount of metallosis staining within tissues, previous trochanter fracture, great deal of bone loss surrounding proximal stem and the fracture extended up through the medial calcar and stem was loose. Stem was reported on (B)(4). The complaint was updated on: jun 10, 2016. Update ad 21 aug 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf, sticker sheets, and implant records. In addition to what were previously alleged, ppf alleges dislocation. Doi: (B)(6) 2001 (stem) - dor: (B)(6) 2015, (right hip); doi: (B)(6) 2014, (head and liner).